Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the auto mode was inactive on the insulin pump during the high blood glucose level event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that their daughter had high blood glucose level. Customer¿s blood glucose level was 500 mg/dl. Customer was treat with insulin pump and then blood glucose level was down to 227 mg/dl. Customer received critical broken force sensor error. Customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.